Manufacturer narrative:
(B)(4). Date sent: 2/2/2026. D4: batch # 370c52. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage. The washer was present and uncut and there were staples present. When the test battery was installed, the green checkmark was not illuminated, indicating that the device was not fired. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the anvil was inserted in the trocar without difficulties and did not fall out during the visual and functional testing. Also, the device fired without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 370c52, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic sigmoid colectomy procedure, the device would not clamp in. When the surgical team attempted to attach the anvil to the stapler, the anvil would not click into the trocar on the stapler, and they could not get the connection between the anvil and the trocar stapler. The surgeon then requested a new device, and a new stapler was opened. They were able to connect and clip the anvil and the trocar, and complete the firing process. There were no adverse events or patient consequences reported.